Manufacturer narrative:
On 09-nov-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced left inverted nipple. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflated right breast prosthesis, inverted nipple on left breast. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 400cc saline breast prostheses when the right breast prosthesis deflated post implantation. Deflation of the patient¿s right breast prosthesis was diagnosed via a physical exam. Additionally, the patient was diagnosed with an inverted left nipple. As a result, the patient underwent correction of the left nipple along with bilateral explantation and replacement with mentor smooth round moderate plus profile 350cc saline breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.